Manufacturer narrative:
Monitor not returned. Repeated calls to reporter does not produce new info. There is legal involvement tying up the monitors return and they are reluctant to discuss the "case", except to say that they do not believe the monitor malfunctioned or was in any way implicated.

Event description:
Home care dealer reports a 20 minutes gap in the monitors trace printout. In a comment somewhat off-hand, it was stated that the reason for the inquiry was because a pt had died. The person reporting this said the monitor was not implicated.